Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included underweight. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain / pain") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal lower pain"), back pain ("lower back pain"), pain in extremity ("legs upper pain"), menstrual disorder ("menstrual bleeding complications"), arthralgia ("hips upper pain / pain inside hip area"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish"), fatigue ("fatigue") and abdominal pain ("abdominal area"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, back pain, pain in extremity, menstrual disorder, arthralgia, depression, anxiety, fatigue, weight decreased and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, device dislocation, fatigue, menstrual disorder, pain in extremity, pelvic pain and weight decreased to be related to essure. The reporter commented: discrepancies noted. As per summons, she underwent a partial hysterectomy due to complications from the essure device. As per pfs, essure device not removed and currently planning for removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure successfully occluded. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant drug added. Event abdominal area added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included underweight. Concomitant products included paracetamol (acetaminophen) since (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced fatigue ("fatigue"). In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain / pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal lower pain"), back pain ("lower back pain"), pain in extremity ("legs upper pain"), menstrual disorder ("menstrual bleeding complications"), arthralgia ("hips upper pain / pain inside hip area"), abdominal pain ("abdominal area") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, back pain, pain in extremity, menstrual disorder, arthralgia, depression, anxiety, fatigue, weight decreased, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, device dislocation, fatigue, genital haemorrhage, menstrual disorder, pain in extremity, pelvic pain and weight decreased to be related to essure. The reporter commented: discrepancies noted. As per summons, she underwent a partial hysterectomy due to complications from the essure device. As per pfs, essure device not removed and currently planning for removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: essure successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included underweight. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain ("persistent pelvic pain / pain") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal lower pain"), back pain ("lower back pain"), pain in extremity ("legs upper pain"), menstrual disorder ("menstrual bleeding complications"), arthralgia ("hips upper pain / pain inside hip area"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("psychological or psychiatric problems condition: mental anguish") and fatigue ("fatigue"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, back pain, pain in extremity, menstrual disorder, arthralgia, depression, anxiety, fatigue and weight decreased outcome was unknown. The reporter considered abdominal pain lower, anxiety, arthralgia, back pain, depression, device dislocation, fatigue, menstrual disorder, pain in extremity, pelvic pain and weight decreased to be related to essure. The reporter commented: discrepancies noted. As per summons, she underwent a partial hysterectomy due to complications from the essure device. As per pfs, essure device not removed and currently planning for removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: essure successfully occluded. Most recent follow-up information incorporated above includes: on 6-jun-2018: pfs received - new events "psychological or psychiatric problems condition: depression, mental anguish, fatigue, weight loss, lower abdominal pain, back pain, legs upper pain, hip pain" were added. New reporter was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gestational diabetes. Previously administered products included for an unreported indication: acetaminophen. Concurrent conditions included underweight. Concomitant products included paracetamol (acetaminophen) since (B)(6)2012. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced fatigue ("fatigue"). In (B)(6)2012, the patient experienced pelvic pain ("persistent pelvic pain / pain"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish") and was found to have weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("abdominal lower pain"), back pain ("lower back pain"), pain in extremity ("legs upper pain"), menstrual disorder ("menstrual bleeding complications"), arthralgia ("hips upper pain / pain inside hip area"), abdominal pain ("abdominal area") and genital haemorrhage ("abnormal bleeding"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the device dislocation, pelvic pain, abdominal pain lower, back pain, pain in extremity, menstrual disorder, arthralgia, depression, anxiety, fatigue, weight decreased, abdominal pain and genital haemorrhage outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, arthralgia, back pain, depression, device dislocation, fatigue, genital haemorrhage, menstrual disorder, pain in extremity, pelvic pain and weight decreased to be related to essure. The reporter commented: discrepancies noted. As per summons, she underwent a partial hysterectomy due to complications from the essure device. As per pfs, essure device not removed and currently planning for removal. Reason(s) for removal: essure-caused injuries, as alleged in complaint. I do not have money and definite plans for removal at this time. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 15.8 kg/sqm. Hysterosalpingogram - on (B)(6)2012: results: essure successfully occluded. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: abnormal bleeding. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the device") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menstrual disorder ("menstrual bleeding complications") and pelvic pain ("persistent pelvic pain"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the device dislocation, menstrual disorder and pelvic pain outcome was unknown. The reporter considered device dislocation, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: essure successfully occluded. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.